Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: a doctor confirmed the failure conditions that the balloon could not be inflated. Operating time extended: unk. New one was opened to complete the case with no problem. Nothing fell into the cavity. No bleeding. No pt info is available. Gender: unk, age: unk, weight: unk. Nothing of adverse event caused by extension of operating room time was reported.